Manufacturer narrative:
The subject device was not returned to omsc but were returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to failure of the electrical circuit board and the maximum airflow failed to reach the specification due to failure of the regulator unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that the reported the front panel failure was attributed to the failure of the main circuit board due to accidental failure of the electronic component, and the failure of the insufflation was attributed to accidental failure of regulator unit. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the front panel of subject device went black and could not work. The intended procedure was cholecystectomy and the user completed the procedure with another device. The procedure was not delayed more than 15 minutes. There was no report of patient injury associated with the event.